Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) lead resulting in pacing inhibition greater than two seconds. The involved lead is a non boston scientific product. Additionally, the right atrial automatic threshold (raat) test was found to be in programmed amplitude or suspended due to low evoked response. Technical services (ts) recommended further review. No adverse patient effects were reported. This device system remains in service.